Event description:
Consumer called and reported comparing plink readings with another meter. Believes the other meter's readings are more accurate. Analysis run on clark error grid using competitive reading (167) as ref. Point vs. Bd readings (300) yielded data points in the c range of the grid, outside acceptable limits.